Event description:
It was reported that during the removal of two other leads the functioning right ventricular (rv) lead was damaged. It was noted that the rv lead had insulation breaks. It was noted that the patient was a part of the system longevity study. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4024 implantable pacing lead 1999-(B)(6), 4524 implantable pacing lead 1999-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.